Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis procedure. For the fourth firing of the colectomy, used a powered handle and reload. The surgeon fired the device with the jaws in the straight position to close the insertion, and the firing was successful. After the firing, the nurse tried to remove the reload from the adapter, however, the jaws were articulating on their own. The nurse pushed the blue button and the silver button at the same time, however, the device did not react. Then turned the blue articulation toggle, however, the device did not react. Single pushed the silver button, the jaws were able to be opened. Single pushed the blue button, the jaws were able to be closed. The reload indicator was flashing and the status indicators were illuminated blue. Re-inserted the battery, the calibration was performed and the jaws returned to the straight position. The surgical time was extended by less than thirty minutes. A reoperation was required due to the issue. There was no additional patient harm. The status of the patient is no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were found during evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis procedure. For the fourth firing of the colectomy, used a powered handle and reload. The surgeon fired the device with the jaws in the straight position to close the insertion, and the firing was successful. After the firing, the nurse tried to remove the reload from the adapter, however, the jaws were articulating on their own outside of the patient. The nurse pushed the blue button and the silver button at the same time, however, the device did not react. Then turned the blue articulation toggle, however, the device did not react. Single pushed the silver button, the jaws were able to be opened. Single pushed the blue button, the jaws were able to be closed. The reload indicator was flashing and the status indicators were illuminated blue. Re-inserted the battery, the calibration was performed and the jaws returned to the straight position. The surgical time was extended by less than thirty minutes. Reoperation was not required. There was no additional patient harm. The status of the patient is no problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.